Event description:
It was reported that the past month the patient's pump has been empty. The hcp was concerned about a catheter occlusion. A catheter dye study was performed, but no contrast was seen at the distal end of the catheter. Contrast was noted in the pocket. The hcp is also considering a catheter disconnect. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.